Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, oversensing in multiple non-sustained vt episodes was observed. Review of session records noted that the nsvt episodes were triggered appropriately, and sensing on the near-field channel is appropriate and oversensing is isolated to the discrimination channel which is a raw marker channel. Patient¿s device will continue to be monitored.